Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant (left) and a 425cc mentor memorygel breast implant(right) experienced left sided rupture, left sided baker grade iii capsular contracture, and a right sided breast cyst post procedure. The issues were recognized through magnetic resonance imaging and confirmed through ultrasound. The issues were accompanied by breast pain and tightness in the left. As a result, the left implant was replaced with a new 400cc mentor memorygel breast implant. The right implant was not replaced, and no surgery was performed on the right side. This was part of a clinical study. The left sided rupture was reported initially under 1645337-2021-13757 on (B)(6) 2021. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.